Event description:
It was reported that a peritoneal dialysis (pd) patient who performs pd therapy with a homechoice (hc) device experienced an umbilical hernia, further described as ¿a very small abdominal hernia¿. Two weeks prior to the receipt of this report, the pt was admitted to the hospital for the hernia with incarcerated bowel. During hospitalization, the pt underwent surgery for hernia repair. Six days after being admitted, the pt was discharged from the hospital. The hernia was diagnosed after the start of pd therapy. It was reported that the pt did not experience any iipv (increased intraperitoneal volume) events. At the time of this report the pt was recovering from the hernia repair and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient experienced the hernia on an unreported date in (B)(6) 2014. The patient underwent surgery for hernia repair on an unreported date in (B)(6) 2014. A design history review and service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of device history and service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.